Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had invalid cubie memory and failed to release. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie memory was invalid, preventing its release. A field service engineer (fse) worked with technical support center specialist (tsc) to remove the invalid cubie pocket and resolved the issue. Maintenance was performed, and the unit was cleaned. The system functioned as intended after the fse troubleshot the device with tss.